Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement: replacement, and is displaying diagnostic code 1014 (post timer/24v failure). No patient involvement.

Manufacturer narrative:
Please note, this submission is follow up #1. B.4:08/31/2018. G.4:05/31/2018. Philip's field service engineer (fse) performed remote troubleshooting and provided the customer with the service manual and recommended customer swap central processing unit (cpu) printed circuit board (pcb). The fse also recommended replacing the sensor pcb or cpu pcb. The customer received instructions on how to install the power supply. No further event details were provided. The device was not returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. Philip's field service engineer (fse) performed remote troubleshooting and provided the customer with the service manual and recommended that the customer swap the central processing unit (cpu) printed circuit board (pcb). The fse also recommended replacing the sensor pcb. The customer received instructions on how to install the power supply. No further event details were provided. The device was not returned to philips for evaluation, therefore, a root cause could not be established. H11. Updated contact information.